Manufacturer narrative:
A4: weight: 81.2 kg. Detailed product and event information were not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion occurred requiring revascularization. On (B)(6) 2024, the subject was enrolled in a clinical study using a 4.0 x 150mm, 150cm cm ranger study device to treat the left distal and mid popliteal artery. The balloon was inflated three times to a maximum inflation pressure of 10 atmospheres for 60 seconds. On (B)(6) 2025, left leg pain was noted at rest. On (B)(6) 2025 left leg revascularization was performed. It was noted that the event was unrelated to the device. On the same day, the issue was considered resolved and the patient was discharged on (B)(6) 2025.